Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and loss of consciousness and also reported that pump does not beep occasionally , indicating an audio anomaly. The customer reported hypoglycemia and loss of consciousness treated by paramedics using glucagon. The event involved product(s) mmt-1885. Troubleshooting was performed for low blood glucose and the customer has been using the insulin pump system within 48 hours of reported event and customer was not using the auto mode/smart guard feature at the time of the event as customer was not using the pump at the time of event. No further patient complications were reported. No product return is required for mmt-1885.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at 0.0873 inches. Successfully downloaded history files and traces using thump and carelink. The test guardian link with the glucose senor simulator communicated properly with the pump noted. No communication anomaly. Pump programmed with alert before low and high using the glucose sensor simulator with test guardian link and the alert/beep functioning properly. On the event date of 27-jun-2025 of the daily total collection start time, the daily total of basal insulin delivered = 10.625 u and daily total of bolus insulin delivered = 41.65 u which is equal to the daily total of all insulin delivered = 52.275 u. All bolus/basal were delivered in auto mode/manual mode. In further review of the formatted history file prior to the event date of 27-jun-2025, these pump error(s)/alarm(s) were noted. Two no delivery alarm/insulin flow blocked alarm were found on 06/27/2025 at 16:12:49.000 and 16:15:17.000 during bolus deliveries. The pump was received without a battery and battery cap. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.6 mv). The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay and scratched case. The pump passed all the required testing. Unable to verify customer alleged for low bgs. Customer alleged not confirmed for pump occasionally doesn't beep. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.